Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15450. It was reported the patient lost stimulation after undergoing a surgical procedure unrelated to her scs system. The sjm representative met with the patient and diagnostics indicated invalid impedance readings on multiple lead contacts. X-rays were taken and revealed a lead migration. Surgical intervention ma take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.